Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation as this medical affairs specialist was unable to reach the customer. The patient reported the meter issue began three days earlier, between 8 and 8:30 a.m. As a result of the reported issue, the patient took an increased dose of insulin. According to the notes the patient took 78 units of humalog 75/25, 76 units of humulin, and 22 units of humalog. After the reported issue, between 6 and 6:30 p.m. The patient reported feeling sweaty and lethargic. He ate food and drank as treatment. He also received assistance from someone. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed he developed symptoms that can be suggestive of hypoglycemia after the reported issue began.